Manufacturer narrative:
(B)(4). Approximate age of device ¿ 5 years. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) in (B)(6) 2010. In (B)(6) 2015, the patient experienced left lower quadrant abdominal pain. The hospital staff suspected a driveline infection; however, there were no positive cultures from the driveline exit site. Approximately 6 months later, on (B)(6) 2015, it was reported that the patient had been in the hospital for approximately 2 months with several issues. The patient has experienced purulent drainage from the driveline exit site and is being treated for a suspected bacterial infection; however, there is still no growth from cultures. Additionally, the patient is currently experiencing severe aortic insufficiency for which the patient's health care providers have decreased the pump speeds. The patient has been diagnosed with failure to thrive. The patient has a history of cancer and all tests are still negative for recurrence of the cancer. The patient is also experiencing difficulty with breathing. Attempts to obtain sputum cultures via bronchoscopy were unsuccessful due to bleeding. The patient continues to be monitored and treated for the presumed infection, aortic insufficiency, and breathing issues. The pump parameters are reported to all be within normal working conditions, and the health professionals do not believe there is a pump issue. No additional information was provided, including the patient's history between (B)(6) 2015 and current treatment and plan of care.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the reported events could not be conclusively determined through this evaluation. The instructions for use lists infection and respiratory failure as potential adverse events associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.